Event description:
It was reported that during implant of the left ventricular lead the guidewire was stuck and could not be removed. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.